Event description:
Procedure: vats lobectomy. According to the reporter: the device was placed on segmental bronchus. The device appeared to fire as intended. When the lung was reinflated, the staple line was seen to open and was described by the surgeon as if the staples had not formed correctly. The case was converted to an open thoracotomy and was continued as normal. The patient is now recovering well, but the patient was injured or in jeopardy. Surgery time was extended by more than 30 min. Or re-operation was necessary: there was no blood loss of more than 500 cc. The incision was extended by more than 1 inch and the procedure changed from endoscopic to open surgery. There was no unanticipated tissue loss or irreversible damage: and no portion of the device or tack fall into the patient cavity: reinforcement material was not used in conjunction with the stapling device.

Manufacturer narrative:
Post market vigilance (pmv) led an evaluation of one multifire endo gia 30-3.5 12mm stapler with the appropriate display box in undamaged condition and one multifire endo gia 30-3.5 sulu with no packaging opened by the account. This evaluation was based on a technical review of all data received from the site, a pmv review of manufacturing records, a pmv review of complaint trends, and an evaluation of the returned devices. The visual inspection and functional evaluation of the devices had acceptable results. Visual and functional testing of the returned samples confirmed the products met quality release specifications that were tested regarding the reported condition and the reported condition was not confirmed. A review of the device history record for the instrument indicates this device lot number was released meeting all medtronic quality release specifications at the time of manufacture. A review of the device history record for the loading unit could not be performed because the lot number was not received. However, records from each manufacturing lot are thoroughly reviewed to ensure that products are released meeting all medtronic quality release specifications at the time of manufacture. Should new information become available, the file will be re-opened and the investigation summary amended as appropriate.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4). Initial report sent to the FDA on 07/14/2015.